Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and was unable to duplicate the reported issue. The ventilator passed all testing per manufacturing specification and was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator shut down and stopped delivering breaths. Additionally, the medtronic field service engineer stated that the customer reported that the patient disconnected their own circuit and the ventilator kept alarming. The patient was removed from the ventilator and placed on an alternate ventilator without harm.